Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was presented that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. It was noted that the patient had a severe cold and it was believed that the cold might have caused the noise. The patient was stable and will continue to be followed up.